Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There were no deformation to the nozzle, the suction channel was not damaged, and there were no deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
A repair request was sent reported with an issue of " air supply failure" , air/water flow issues from the air/water flow system. The issue found during an unknown event. There was no patient harm, no user injury reported . Device evaluation observed clogging of the device nozzle, has foreign objects (debris). Foreign matter came out of the suction channel. This report is being submitted for foreign object found on the device nozzle and foreign matter came out from the suction channel (insufficient cleaning, (handling problems).

Manufacturer narrative:
The subject device was evaluated. Device evaluation noted the reported issue was not reproduced however ,clogging of suction tube in universal cord, channel cleaning brush cannot inserted smoothly was noted. The nozzle was found clogged and foreign object (debris) was observed. Foreign matter came out of the suction channel was noted. Furthermore, the following findings during inspection were noted on the device: due to wear of angle wire, the play of up/down (u/d) knob noted to be out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down (u/d) knob found out of the standard value. Part of the insertion tube found caught and pinched, the insertion tube noted deformed (handling issue). Adhesive on a-rubber noted with white-clouded area deterioration/damage of adhesive (due to chemical/physical stress) noted. Protector of universal cord on control section side found with a scratch. The insertion tube noted to be deteriorated due to the cds method (handling issue). Investigation is ongoing. This report will be supplemented accordingly following investigation.